Manufacturer narrative:
An event for patient effects of bradycardia, heart block, and syncope/fainting was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported bradycardia, heart block, and syncope/fainting could not be conclusively determined. The reported hospitalization and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. Prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp, but this was not performed in cusp overlap view. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 4.7mm. On (B)(6) 2024, the patient had an episode of lipothymia and bradycardia with a heart rate of 28 beats per minute. It was noted that the patient developed an onset of hyperkalemia and thus had antiarrhythmic medication withheld. The patient was hospitalized and a transthoracic echocardiogram and electrocardiogram revealed that the patient had developed a third-degree atrioventricular block. On (B)(6) 2024, the patient's blood pressure was 92/52 mmhg. The patient's heart rate was at 63 beats per minute. On (B)(6) 2024, it's noted the patient underwent a radiofrequency ablation of 4 pulmonary veins and bi-atrial cardio-neuro modulation. The patient had good result and returned to a normal sinus rhythm.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.